Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose over 500 mg/dl. She treated with manual injection and it went down to 466 mg/dl. Symptoms were nausea and leg pain. Troubleshooting was performed and no issues with the set or site were found and the insulin pump passed the high pressure test. The customer stated that the insulin pump sounded different during rewind. The device was returned for analysis.